Event description:
It was reported that customer received low flow controller with a broken emergency backup battery (ebb) door screw.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the back cover screw of the system controller (serial number: (B)(6) being damaged was confirmed via investigation of the returned product. The controller was returned for analysis, and the damaged screw was noted. The controller passed all functional testing without issue and was able to support a mock circulatory loop without issue or alarm for an extended period of time. The root cause of the reported event was unable to be determined via this investigation. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.